Event description:
"This spontaneous case refers to a cryocyte freezing bag (code r4r9957, lot h03j14057), which was torn on 1 side when removed from the nitrogen container on march, 2005. The samole is available for analysis." There is no add'l info available at this time.

Manufacturer narrative:
Returned sample from customer is anticipated. Review of production records for lot # h03j14057 were found to be within spec requirements. A query of the complaint database for lot #h03j14057 shows 3 other similar complaints within the last 24 mos.